Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the surgical anesthesia treatment of a patient, suture was used to suture the wound. During the process of suturing and pulling the suture, the clinician found that the suture had broken. The clinical physician immediately stopped the operation when the suture was found to be broken, evaluated the patient's wound and tissue condition, found no wound damage, and replaced it with qualified suture for re suturing. Retained the broken suture, remaining suture bodies, original packaging, labels, and batch numbers, and sealed them according to the requirements of medical device adverse events to avoid contamination and loss. Closely observe the wound for bleeding, redness, pain, poor healing, etc. After surgery and keep a record of the condition and handover the shift. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.